Manufacturer narrative:
(B)(4). Date sent: 12/9/2025. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device was received with no apparent damage and an ancillary trocar returned inserted in the anvil shaft. The washer was present, uncut and there were staples present in the device. The tissue compression scale did not backlight turn on when the test battery was inserted. Due to the condition of the device no functional test was performed. The device was disassembled to verify the condition of the internal components and the bulkhead contact from the left side was noted to be damaged. In addition, marks and damages on the bulkhead shroud were noted. No further functional testing could be performed due to the condition of the device. Although no conclusion could be reached on the cause of the reported event, it should be noted that when inserting the battery pack, the release tabs on the battery pack should be lined up with the slots on the rear of the device and the battery pack should be fully inserted. An audible click will be heard and the tissue compression scale backlight will be illuminated when the battery pack is fully inserted. Please reference the instructions for use for additional information. Device history review a manufacturing record evaluation was performed for the finished device batch number 612d12, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 11/12/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that the device was opened into sterile field. When fa went to place batter in device, it would not go. There was no patient consequence reported.